Event description:
It was reported that the insulin pump alarmed low battery after a recent battery replacement, and later it shut off without any warning. The customer did not know the blood glucose reading. The customer's mother stated that during the night, the insulin pump shut off, and the customer woke up with a high blood glucose reading. Upon troubleshooting, it was found that the customer did not have a new battery to test with the insulin pump. The customer stated that he used a (B)(6) battery, and the insulin went back to the normal screen. They were advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.